Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the power switch overlay to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.